Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system could not start up during the user routine morning tests of the system. After a cold restart, the system was restored to normal operation. A philips field service engineer inspected the system onsite and discovered a problem with the host pc motherboard. The engineer replaced the host pc and returned the system to use in good working order. Codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura xper fd20 biplane system was unable to bootup. The system was not in clinical use and no harm has been reported. The system host pc was replaced and the system was returned back to functionality. Philips has started an investigation of the complaint.